Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump did not infuse and the intravenous (IV) bag was completely full. The device did not alarm. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. The tamper seal was not broken. Review of the event history log (ehl) showed pcea dose attempted and started. An accuracy test was performed as part of the functional test and the reported issue was not duplicated. The pump was found to be within manufacturing specifications. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. H3 updated.